Event description:
It was reported that this right ventricular (rv) lead exhibited possible loss of capture (loc) on the presenting electrogram (egm). This patient's heart rate was 41 beats per minute. A local field representative was to be paged to check this patient's device in person. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).